Manufacturer narrative:
The solitaire stent reportedly remains in the patient; the remainder of the device has not been returned. Product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the solitaire platinum was retrieved through the carotid stent, when it became caught in stent and broke off. All wires and catheters were removed from the patient. The stent was left behind. There were no reports of patient symptoms post-procedure.